Event description:
It was reported that sensing noise and low pacing impedance were observed on the right ventricular (rv) lead. Lead damage was suspected but could not be confirmed via diagnostic imaging. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.